Event description:
The patient was implanted with biventricular support. It was reported by the vad coordinator that fibrin strands were noted in the left and right pvad ventricles. The patient received a pump exchange and is ongoing with no further issues.

Manufacturer narrative:
The reported event of fibrin strands inside the pump could not be confirmed because the device was not returned for evaluation. The pump was disposed of following the device exchange. A review of the device history records revealed no deviations from the manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.